Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed and not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed and not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the legacy drawer had failed and would not open. The field service engineer (fse) tested drawer in hardware test application and found that the drawer indicated it was open. Proactive replacement of the retractor bin and control board did not resolve the issue. The problem was most likely due to a faulty latch sensor and found to be damaged on drawer. So, fse replaced the latch sensor to resolve. The inventory drawer was recovered. The system functioned as intended after the field service engineer repaired the device.